Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and a sling was implanted. The patient experienced pain, bladder infections, incontinence, mesh protrusion, erosion of internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to pain, chronic bladder infections, dyspareunia, erosion and recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). Mesh protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.